Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 28, 2024.

Event description:
Per the clinic, the patient underwent revision surgery under general anaesthesia on (B)(6) 2024, to replace the magnet cassette. The implanted device remains.